Event description:
The user facility reported via medwatch report (B)(4), that during a patient procedure the tubing clamp that connects the suction barb was missing from their biovac direct suction device. No report of injury or procedure delay.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without return of the device, a root cause cannot be determined. Multiple attempts were made to obtain additional information from the user facility; however, the user facility did not respond. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A 3-year complaint review was conducted and confirmed this to be an isolated event. No additional issues have been reported.